Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 302995. Lot # unknown. It was reported that the bd syringe 10ml ll s/c 200 luer was cracked / damaged / deformed. The following information was provided by the initial reporter: it was reported by customer that rn transferring blood in a syringe into a lab tube. The 10ml luer-lock syringe being used with blunt tip cannula to fill lab tubes. The luer-lock tip snapped off of the syringe during insertion in the lab tube and forward sliced into pointer finger of left hand through glove. Verbatim: rcc received a complaint via email. Email(s) attached. Rn transferring blood in a syringe into a lab tube. The 10ml luer-lock syringe being used with blunt tip cannula to fill lab tubes. The luer-lock tip snapped off of the syringe during insertion in the lab tube and forward sliced into pointer finger of left hand through glove. Patient not affected. Product#: 302995.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) device evaluation: one sample was provided to our quality team for investigation. Upon evaluation, it was noted that the syringe was severely damaged, with a significant crack extending from the roof of the barrel to the number one. The collar or tip was broken and not present on the sample when received. Based on the verbatim, the defect could not be confirmed to have originated at the manufacturing plant. Therefore, corrective actions are not necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.